Manufacturer narrative:
Evaluation summary: method: the actual device was not evaluated, however manufacturing (assembly & packaging) records were reviewed, sterilization process records were reviewed, labeling was evaluated. Results: no failure was detected. Conclusion: the possibility of infection-like symptoms are known, inherent risks of implant surgery. Labeling also discusses the possibility of explant surgery taking place at any time after implantation.

Event description:
Complainant reported that patient who received gluteal implants had to have devices explanted bilaterally nine days post-operatively due to signs of infection and apparent organ failure. Patient started to experience problem fairly soon after implantation. When seen 1 week post-op, patient had secretions, pus and foul odor which led reporting physician to think there was an infection. Culture was taken which ended up having a negative result. Patient continued to get worse and appear to develop organ failure (kidney, etc.) Another culture was taken and again the results were negative. Reporting physician considered the possibility of sepsis, but the results of all the cultures taken failed to support presence of any bacterial infection. After removal, the patient's symptoms have resolved.